Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, broken reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it may have been exposed to moisture. Her blood glucose level was 315 mg/dl, which the customer's mother was on the way to bring treatment for. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.